Manufacturer narrative:
H10 h3, h6: the device, used in treatment, was returned for evaluation. There was no relationship found between the reported incident and the returned device. Visual inspection of the returned controller found no physical abnormalities. Functional evaluation found that the device functioned as intended. All output voltages fell within specified ranges. A review of the manufacturing records found that the device met manufacturing specifications at the time of release into distribution. The complaint was not verified and the root cause could not be determined since the device functioned as intended. Factors that can lead to pump door issues includes: (1) excessive force when trying to open or close the door at various angles, or (2) improper installation of tubing which can cause the door to jam.

Event description:
It was reported that, during a shoulder procedure, the werewolf controller's tubing door was stuck. No delay or patient injury was reported. No backup device was available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.